Event description:
Pt presented with an incidental right sca aneurysm for cerebral angiography and possible stent coil embolization. The pt was informed of the risks of the procedure, and requested to proceed. The pt was placed under general anesthesia and prepared for the procedure. A 5f berenstein-ii catheter and glidewire were then used to catheterize the left vertebral artery. A bolus of heparin was administered, and an exchange was performed. The 5f berenstein-ii was exchanged for a 6f envoy guide catheter. A working angle view was achieved and a clear visual of the aneurysm was established. A cordis microcatheter was used with a synchro guidewire to access the aneurysm. The physician attempted to deploy a coil into the aneurysm; however the coil permeated into the parent vessel. The coil was removed and the physician decided to place a stent. The stent was deployed by navigating into the right posterior cerebral artery with a microcatheter and synchro guidewire. The microcatheter was exchanged with a choice floopy exchange length wire. A neuroform 3 x 15 mm stent was deployed across the neck of the aneurysm. A synchro guidewire was brought up and several coils were deployed into the aneurysm. Between each coil, angiography was performed. The aneurysm was determined to be embolized, with 95% coil embolization. A post angiographic view was performed. The guide catheter was brought down to the groin, and angiography of the groin site was performed. This demonstrated that the sheath was in the right common femoral artery, and pro-glide closure was performed without difficulty. Somatosensory was performed throughout the procedure, and the pt's vital signs were stable neurologically, the pt was stable postoperatively. Impression: the pt had two superior cerebellar artery aneurysms, one on the right side measuring approximately 1 cm, and one of the left side, measuring approximately 3- 4 mm. A stent and coils were placed in the aneurysm measuring 1 cm. The left sca aneurysm was not treated. There were no unplanned intracranial brach occlusions. Boston scientific was then notified that the pt suffered intracranial hemorrhage and expired 9 days after the initial procedure.